Event description:
The head of the recover care stimulus mattress hypo-inflated and bed alarmed. No obvious tears or leaks. Company called and responded to page in 5 minutes, bed exchanged within 20 minutes. Malfunctioning bed went back to company - the pump seemed to be malfunctioning.